Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. One needle did not present on deployment and apparently missed the barrel. Needle back down was not successful, despite tensioning the sutures. The cardiologist chose to pull the device out. A large sheath was replaced and the patient went to prolonged manual compression.